Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal bupivacaine 30.0 mg/ml at 14.089 mg/day and dilaudid 10.0 mg/ml at 4.696 mg/day. The lot numbers were unknown. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The patient¿s low reservoir alarm date was (B)(6) 2016. The patient¿s refill date was extended by one week to check it. The patient went in to get the pump refilled. When they interrogated the pump on (B)(6) 2016, the clinician programmer showed there was nothing in the pump. The pump alarm was sounding as if it was empty. When they withdrew the medication, the pump had 5 cc's left. The health care provider (hcp) wanted to know why it would do that. The hcp was talking about changing the pump and suggesting replacement. The patient did not want to waste medication or replace the pump if not needed. No symptoms were reported. They noticed before that there were volume discrepancies on past refills (dates unknown). Additional information was received from the hcp. On (B)(6) 2016, a low reservoir alarm occurred. The alarm date was for (B)(6) 2016. The reservoir volume per ¿interrogator¿ showed 0.0ml when the actual reservoir volume was 5.5ml. The cause of the volume discrepancies was not determined. The patient was referred to a hcp for pump replacement. Logs showed that a low reservoir and empty reservoir alarm occurred. Follow up was conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information was received from the health care provider (hcp). The patient was referred to another hcp for evaluation of pump malfunction. However, the patient had not seen that hcp yet due to financial reasons (as on (B)(6) 2016). The cause of the volume discrepancies was initially reported as a suspected mechanical failure of the pump. On (B)(6) 2015, the patient reported to the clinic for a refill. They now had a neurostimulator and were doing quite well with it. It was noted that 7.8 ml of residual waste was actually withdrawn from the patient's pump despite the interrogation report of 3.6ml. The patient returned for a refill on (B)(6) 2015, and 7.0 ml of residual waste was withdrawn from the patient's pump despite the interrogation report of 3.6ml. On (B)(6) 2016, 9ml of residual was withdrawn from the pump despite the interrogation report of 3.6 ml. The patient's symptoms were well-controlled. The hcp was to compensate by scheduling his next pump refill for early to mid-april. On (B)(6) 2016, the actual reservoir volume was found to be 10 cc (not 3.5 cc as reported when interrogated). The pump was adjusted accordingly to reflect the correct reservoir volume and reprogrammed. On (B)(6) 2016, the pump reservoir volume was checked and found to be 1 cc of medication (not 0 cc's as reported when interrogated. The medication was withdrawn and wasted. Due to pump malfunction, the pump was instead filled with 20 cc of preservative free normal saline and programmed at a rate of 199.9 mg/day. All mentioned refills were done using sterile technique, fluoroscopy for guidance, and a 22-gauge needle to access the port. Additional information was received from the health care provider (hcp) through a manufacturing representative. The patient had not been receiving pain relief for some time, and the amount that was aspirated during a refill was more than what was in the pump. There were no environmental/external factors that may have led or contributed to this issue. A dye study was performed in 2015 (date unknown); the catheter looked fine, and the hcp was able to aspirate. However, another dye study was performed on (B)(6) 2016, and the hcp could not aspirate. The patient was given oral medication until the catheter was replaced. Surgical intervention was planned but had not occurred yet. The issue was not resolved. The patient's status was "alive - no injury" at the time of this report.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information received from the manufacturer representative indicated the patient underwent a total replacement on (B)(6) 2016 and was doing well. The pump logs were check and there was noting irregular. The pump and catheter were not returned.